Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Reportedly, the connection of the patient line is detached. Customer was treated through intravenous drip for fluids and drip for insulin, and was released on (B)(6) , 2015.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.